Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high defibrillation impedance. The superior vena cava coil was programmed off. The patient was stable.